Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) had reached end of life (eol) battery status earlier than expected. As the device was implanted for less than four years, premature battery depletion was suspected. The device was explanted and replaced. No additional adverse patient effects were reported. Technical services reviewed the device data available on the server and confirmed the battery depleted prematurely, and that the time from elective replacement indicator (eri) to eol was shorter than expected. However, laboratory analysis of the device was required to determine the cause.

Manufacturer narrative:
(B)(4); this device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory found the battery voltage began to drop in (B)(6) 2017. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific).

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) had reached end of life (eol) battery status earlier than expected. As the device was implanted for less than four years, premature battery depletion was suspected. The device was explanted and replaced. No additional adverse patient effects were reported. Technical services reviewed the device data available on the server and confirmed the battery depleted prematurely, and that the time from elective replacement indicator (eri) to eol was shorter than expected. However, laboratory analysis of the device was required to determine the cause.